Event description:
During the device evaluation, the adhesive on the bending section cover of the bronchofibervideoscope was found to have been detached. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the likely causes include damage to parts due to deterioration, leakage, physical stress, or random component failure, with no design or manufacturing issues involved. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.